Manufacturer narrative:
Pump received with scratched case, broken off and missing retainer ring, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. No cracked reservoir tube noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pup had crack on reservoir compartment. It was reported that the pump would be replaced and returned for analysis. No further information provided.